Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon is: (B)(6). The patient had a revision surgery at: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient had a revision surgery at a different healthcare facility on (B)(6) 2018 and had a mesh removal surgery on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date.